Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the tsw35 anvil came loose. The surgeon manipulated the anvil to work. There was no consequence to the pt. The device was discarded.